Event description:
Crt-d system extraction due to infection on (B)(6) 2024. Vegetation noted on rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref report: mw5154891.